Manufacturer narrative:
(B)(4). Batch # r57g5v. Device evaluation: the analysis results found that a sr75 reload was received fully loaded with staples and with the left gripping surface broken off making the reload nonfunctional. Further analysis shows that the pan was damaged. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by that during an open colostomy closure, the gripping surface of the cartridge was broken off while the cartridge was loaded into the jaw before use. Another device was used to complete the case. There were no adverse consequences to the patient.